Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in a procedure performed on (B)(6)2022. During preparation, a hair was found on the device. The device was not used and another radial jaw 4 biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in device. Block h10: the returned radial jaw 4 standard capacity biopsy forceps pouch was analyzed, and a visual evaluation observed that the pouch was completely unopen. A foreign material that looks like a hair was found inside the pouch. As per the tappi chart, the foreign material is greater than tolerated. The reported event was confirmed. Based on all available information, the problem was traced to manufacturing process. Therefore, the investigation conclusion code is manufacturing deficiency as the foreign material inside the pouch corresponds to a deficiency in the process. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used in a procedure performed on (B)(6) 2022. During preparation, a hair was found on the device. The device was not used and another radial jaw 4 biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event.